Event description:
It was reported the pt experiences heating at the ipg site while stimulation is on. Allegedly, the doctor believes the pocket heating is related to a wound issue that was reported under MFR rep #: 1627487-2013-20208.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.